Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Animas has conducted an evaluation of a cartridge from this manufacturing lot, and it was operating within required specifications. Add'l model # ir 1250.

Event description:
The patient was hospitalized for elevated blood glucose levels and dka. The patient reported that there was an insulin leak in the connection between the infusion set tubing and the cartridge.